Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the most likely cause was a pre-analytical issue. This was supported by information in the alarm trace.

Event description:
The customer received questionable results for hdl-cholesterol plus 3rd generation (hdl) on two patient samples. The sample for patient 1 was drawn (B)(6) 2014 and was run in the early morning of (B)(6) 2014; and generated an initial result of 115 mg/dl. This result was reported outside of the laboratory and was questioned by the physician. A fresh aliquot of the sample was repeated on (B)(6) 2014 on a modular p instrument and generated a result of 26 mg/dl. The customer deemed the repeat result to be the correct result. The customer had no information on whether an adverse event occurred. The sample for patient 2, a female, was drawn on (B)(6) 2014 and was run in the early morning of (B)(6) 2014; and generated an initial result of 116 mg/dl. This result was reported outside of the laboratory and was questioned by the physician. A fresh aliquot of the sample was repeated on (B)(6) 2014 on a modular p instrument and generated a result of 43 mg/dl. The customer deemed the repeat result to be the correct result. The customer had no information on whether an adverse event occurred. The lot number of the hdl reagent in use was 67565201, with an expiration date of 11/30/2014 and 68406101, with an expiration date of 03/31/2015. The field service representative found that the reagent probes were contaminated. He cleaned the probes. The customer performed calibration and qc. The qc on the current reagent pack was not in range consistently. The reagent pack was replaced. The customer performed calibration and multiple qc points. All results were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.